Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a history of right bundle branch block (rbbb), left bundle branch block (lbbb), 1st/2nd atrioventricular (av) block. The patient did not have a horizontal anatomy. The length of the membranous septum was 4.1mm. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon valvuloplasty (pre-bav) was performed using an unspecified balloon. The patient was developed with a heart block, and a temporary pacemaker was placed to resolve the event. During the procedure, the valve repeatedly dived in three times and switched to a 29mm, navitor vision valve. The valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was discharged home with a holter monitor.